Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (200 mcg/ml, 35.14 mcg/day) and morphine (5 mg/ml, 0.0785 mg/day) via an implantable pump for intractable spasticity. It was reported the patient came in for a normal pump refill today ((B)(6) 2020) however, upon interrogation, the hcp was seeing a motor stall message. The caller stated they interrogated the pump a second time and now needed further assistance. It was reviewed to have the caller interrogate the pump with logs. The caller confirmed they saw a motor stall occurred message on (B)(6) 2020, which was the same date the patient had an magnetic resonance imaging (MRI) and they also saw a motor stall recovery occurred message today ((B)(6) 2020) after their interrogation. The caller stated the patient did not have their pump checked after the MRI. Tss reviewed telemetry state occurred and reviewed there should be no issues with the pump. No symptoms or patient complications reported. Troubleshooting resolved the reported issue.